Event description:
It was reported that noise on the ventricular channel was observed on the device egms. The device was reprogrammed and the lead will be monitored. Continued noise on the ventricular channel was reported on 3/20/2008. Therapies were aborted. A lead fracture was suspected. Sense/pace portion of the lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.